Event description:
It was reported that the catheter was inserted and sutured at a point 2cm from the insertion site. The pt, a quadriplegic, was very active, and as a result, the catheter moved out about 4 cm and looped between the insertion site and the suture site. Approximately 2 liters of fluid accumulated in the pt's chest. The pt has since developed pneumonia. The physician admitted that he thought he was using a 20cm catheter instead of the 16cm catheter actually used.